Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This report was inadvertently submitted as a duplicate. The reported event was originally reported under medwatch 1220908-2024-04644. Evaluation results: the device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to a disconnected connector on the battery interconnect board. The connector was reseated to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.